Event description:
It was reported that (B)(6) female patient experienced hearing loss after a MRI exam was performed, this is considered a serious injury. After the patient was removed from the mr machine she noted ringing in the ears. The patient's hearing loss was substantiated by a healthcare professional. Proper hearing protection was used on this patient. The acoustic level of the mr system were within regulatory limits.